Event description:
It was reported that there was a revision of ts triathlon, implanted in 2008, left knee. Was told loosening of implants. Revised with new ts implants.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report:cat. No.: 5512-f-601, lot code: vtvw, tri ts femur sz6 leftcat. No.: 5544-a-600, lot code: unk, tri post augment sz6 10mmcat. No.: 5541-a-601, lot code: unk, triathlon femoral distal augment 10mm - size 6 leftcat. No.: 5565-s-021, lot code: m2k35, tri press-fit stem 21mm x 100mmcat. No.: 5546-a-501, lot code: unk, tri lm/rl tib aug sz5 10mmcat. No.: 5565-s-016, lot code: m2m07, tri press-fit stem 16mm x 100mmcat. No.: 5570-s-040, lot code: m1n24, triathlon total knee system offset adapter 4mmcat. No.: 5532-g-522, lot code: vwemma, triathlon ps x3 tibial insertat this time, it cannot be determined if these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received will be provided in a supplemental report. Device not returned to manufacturer.

Manufacturer narrative:
An event regarding loosening involving a tri ts baseplate size 5 was reported. The event was not confirmed. A device history review confirmed that all devices accepted into finished goods conformed to specification. A complaint history review confirmed no similar events for the reported lot. The exact cause of the event could not be determined because of a lack of information. Further information such as the reported device, patient medical records, and x-rays are needed to complete the investigation for determining the root cause.

Event description:
It was reported that there was a revision of ts triathalon, implanted in 2008, left knee. Was told loosening of implants. Revised with new ts implants.